Manufacturer narrative:
D1 brand name was updated. Ppae (papillary muscle rupture, thrombosis): the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 64-year-old male patient experienced dyspnea on exertion the previous night and felt chest pressure before being admitted to the hospital for an anterolateral myocardial infarction. Angiography showed subtotal circumflex artery occlusion at the obtuse marginal bifurcation. The percutaneous coronary intervention prove challenging and the patient started to decompensate requiring cardiopulmonary resuscitation. An impella cp was placed, but soon after placement, a drop in purge flow was noted and an off-line application of tissue plasminogen activator via the purge solution was initiated per hospital protocol. In echocardiography, a left ventricular thrombus was noted. On the same day, echo also revealed a rupture of the papillary muscle and a hypovolemic right and left ventricle. The patient emergently received additional extracorporeal life support and wsa escalated to an impella 5.5. A temporary pacer was placed following the procedure as well as negative pressure wound therapy in order to promote healing and drain fluid from wounds. In this very complex patient case, thrombosis and papillary muscle rupture were conservatively coded to the impella device. It remains unknown whether the ventricular thrombus was preexisting. The use of multiple mechanical circulatory support systems, such as combined impella and extracorporeal circulatory life support therapy, is associated with an increased risk of adverse events due to the cumulative complexity of the support strategy and the additive device-related risks.